Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 280 units of insulin, and after delivering 18.5 units, the insulin gauge displayed a fill estimate of 105 units. The customer's blood glucose level was 101 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.